Event description:
Consumer states that the seat of his father commode is cracked on both sides of the seat. Consumer states the cracked is about 12 inches and he fears his father could get pinched. Consumer states his father has not been pinched so far. Referred provider to spinlife but advised if they cannot assist to call us back asap and we will replace. No additional information provided.